Event description:
Pressure transducer test failed. The select all log is available. This log is test log in which this part installed in another servo I. Please refer to the pre-use check result of the last of log.